Event description:
Patient was revised to address infection. **update** 11/23/2012 - litigation papers received. In addition to infection, it is now alleged that the patient suffers from pain and discomfort, swelling in the leg, and difficulty sleeping.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** 11/23/2012- litigation papers received. In addition to infection, it is now alleged that the patient suffers from pain and discomfort, swelling in the leg, and difficulty sleeping. The devices associated with this report were not returned. Review of the sterilization certifications and device history records for the provided product/lot combinations did not reveal any related deviations or anomalies. Per the sterilization certificates, validated parameters were met. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical records, patient was revised to address gross infection and hypertrophic scar. Revision notes reported that there was a full blown outward flow of pus after excision of the fascia and removing the calcar component made fractures and cracks and quarter size bone loss in the direct lateral part of the femur.